Manufacturer narrative:
B3 date of event was estimated based on the publication date as the event date was not reported. Ma, j., wu, m., ding, z., qin, q., ren, d., xu, r., & ge, j. (2025). Successful retrieval of a fractured intravascular ultrasound catheter tip following rotational atherectomy treatment. Jacc: case reports, 30(11), 1 to 8. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported via journal article that a catheter issue occurred, and a device fragment remained inside the patient. Three years prior the patient received a diagnosis of cardiovascular disease and underwent placement of two stents in the right coronary artery (rca). He experienced recurrent chest pain and repeated examination with coronary angiography revealed a 50% stenosis at the end of the left main coronary artery (lmca), a 90% stenosis with severe calcification at the ostial of the left anterior descending artery (lad), and an 80% stenosis at the proximal of the lad with tortuosity. He was then referred for further interventional treatment. Coronary angiography results revealed 95% stenosis with severe calcification from ostial to proximal left anterior descending (lad) artery. Other coronary branches showed various degrees of stenosis. Access was obtained through the right radial artery, and a 6-f ebu 3.75 non-boston scientific (bsc) guide catheter was used to engage the left main coronary artery (lmca), with a non-bsc guidewire placed in the distal left anterior descending (lad) artery. An opticross intravascular ultrasound (ivus) catheter was deployed in the lad for detailed examination of the stenosis and calcification. However, the ivus catheter could not be passed through the proximal lad and became stuck, ultimately fracturing and leaving the tip in the proximal lad after several attempts to push and retract it. The remaining ivus catheter was withdrawn, and the tip segment was found to be twisted and deformed, with the white protective sheath, containing a marker point, left behind in the lad. Another non-bsc guidewire was sent to the distal lad, but no other devices could be passed through, including microcatheters and balloons. Therefore, the non-bsc guidewire was removed a rotawire was advanced to the target location directly without guidance from a microcatheter by multiple attempts. They proceeded with coronary rotational atherectomy treatment using a 1.5-mm bsc burr to address the calcified lesions in the lad. After rotablation, they tried to use the balloon to drag the tip back. The marker point could be moved but would eventually bounce back. They believed the tip was not triturated and still stuck. Thus, they initiated the optical coherence tomography (oct) and confirmed the success of the atherectomy, revealing the fractured ivus catheter head segment, approximately 3 cm in length. Using a non-bsc extension catheter, they made continuous attempts to capture the ivus fragment by the self-fabricated snare, using the sumitsuji method; however, the snare proved ineffective in ensnaring the fragment. Subsequently, they introduced another small balloon to the distal of the fractured ivus tip, inflated the balloon, and gradually retracted it in an effort to draw the ivus fragment into the catheter. But they were unable to extract the trapped fracture segment. Finally, they introduced an additional guidewire into the lad, locked 2 guidewires simultaneously in the torque, and rotated the 2 wires by torque concurrently. This approach allowed them to successfully capture the ivus fracture using a guidewire braiding technique, facilitating its retrieval into the guiding catheter. After removal of the entire system, the fragment was not found. Under fluoroscopy, the ivus fragment was located in the right ulnar artery and confirmed by angiography. After the successful implantation of stents from the middle lad to the middle lmca, fluoroscopic confirmation revealed that the ivus fragment remained lodged at the terminus of the right ulnar artery. In follow-up, the patient was in stable condition and asymptomatic after the intervention. His right radial and ulnar artery pulsations were normal after removal of the compressor. One month later, the pulsations were still normal and he did not describe any discomfort during the 2-month follow-up. Continuation with long term dual antiplatelet therapy and return for another follow-up visit was recommended. No further details provided related to this event.